Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 00111214001, palacos r 1x40 single, lot 78264383; 00111214001, palacos r 1x40 single, lot 78264387. This is 1 of 2 for this patient: reference (B)(4).

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth-ni. Weight-ni. Date of event - ni. Expiration date ¿ ni. Date implanted ¿ (B)(6) of 2014. Date explanted ¿ na. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2016-04391).

Event description:
It is reported that the patient underwent revision to the right knee due to a recalled implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.